Event description:
New information reported that device reprogramming had occurred. A significant reduction in noise was observed during the patient&#38112;next follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, atrial lead noise was observed. Device interrogation revealed automated mode switch episodes as a result. The noise could be reproduced through isometric movements. All other electrical values were normal. No changes were made and the patient would continue to be monitored.